Event description:
It was reported that a cgm error 42 occurred. There was no reported impact to the customer's blood glucose level. The customer was provided with complete pump reset information but declined guided support and chose to reset the pump independently. They were advised to follow up with technical support if the issue reoccurs.